Event description:
Mother of the pt called to report that one of three medical devices used during the brain surgery of her son broke off and pieces fell in to her son's brain. This was not noticed at time of surgery as reported by the dr. The broken pieces were not retrieved and are no dislodged in the child's brain at unk locations. The mother reports that the hosp knew about this earlier but she was only notified on (B)(6) 2012, by surgeon. Also said she was calling to report this because the (B)(6) has not yet reported this incident to the FDA and she wonders what they could be hiding.